Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) followed-up over-the-phone and confirmed the reported issue. The fse instructed the customer to replace the sampling needle assembly and perform prime multiple times in order to correct the issue. The customer then ran quality controls and sample without any issues. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 5, maintenance procedures, step 5.10 provides step-by-step instructions for the operator to follow in replacing the sampling needle assembly. The most probable cause of the reported event was due to a clotted patient sample, which obstructed the sampling needle assembly.

Event description:
On (B)(6) 2018, a customer reported that on the night before an operator ran a clotted patient sample on the g8 instrument. The technical support specialist (tss) instructed the customer to turn the g8 instrument on and run one (1) patient sample, which obtained "0" total area. The sample was diluted and continued to obtain "0" total area. The tss then instructed the customer to check whether the waste was draining properly, but blood was noticed in the second well in the sampling area. The tss instructed the customer to replace the sampling needle assembly in efforts to correct the issue, but results had no peaks. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.